Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a pump error and lost sensor signal. The customer is attempting to pair the pump with the transmitter. The customer tried pairing the pump to the meter, and it was connected. The customer reported a blood glucose value of 315 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040a. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the loss of communication and to reestablish communication with the transmitter. Troubleshooting was performed for the tester procedure for the transmitter customer requested to run the tester procedure for the transmitter. Troubleshooting was performed for the unable to pair device, and the customer reports being unable to pair device(s) with the pump. Assisted with steps to pair, but the pump gave device not found message. Troubleshooting was partially performed for the high blood glucose. The customer was not using the pump within 48 hours at the time of the event, and the customer was not having any issues with the insulin pump system. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-7841zn was requested, and the customer's response was that the device would be returned. No product return is required for mmt-1884 and mmt-7040a.